Event description:
It was reported that the patient experienced pain around the pocket site. The patient underwent an ipg explant procedure and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.